Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead wire went through lead and was damage. The lead was never in service. No adverse patient effects were reported.